Manufacturer narrative:
The manufacturer healgen has completed the investigation. After reviewing the relevant manufacturing documentation associated with lot number 2204628eua, no irregularities were found. Tests retained from lot number 2204628eua were tested with product buffers & clinical samples. All devices performed as expected when tested per the standard procedure. Based on investigations, manufacturer was unable to replicate the customer's complaint. No irregularities or deviations were observed in the manufacturing documentation for the complaint related lot. The cause of this event is unknown.

Manufacturer narrative:
More information has been requested from the customer to be able to perform further investigation. However, customer could not provide pictures and with no pictures, the manufacturer cannot understand the issue in detail. The cause of this event is unknown.

Event description:
As holders of the emergency use authorization, siemens healthcare diagnostics is submitting this report on behalf of the manufacturer healgen scientific. The customer reported that on two of the clinitest covid19 self test for lot 2204628eua, the t-line was smudged and the whole background was red, making the result unreadable. There was no reported injury due to this event.